Event description:
It was reported there was a motor stall on (B)(6) 2014 at 11:00 and a recovery on the same day at 12:06. Another stall was recorded on (B)(6) 2014 at 10:18 and a recovery on the same day at 11:32. No patient symptoms were reported. The pump was used to infuse prialt. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported there were no complaints or symptoms related to the stalls and it was unknown whether or not the patient had a magnetic resonance imaging (MRI). A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant product: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type catheter. (B)(4).